Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product not available for return.

Event description:
The user facility reported the handpiece was disassembled. Although requested, no information was available regarding patient involvement, surgical delay or medical intervention.

Event description:
The user facility reported the handpiece was disassembled. Although requested, no information was available regarding patient involvement, surgical delay or medical intervention.